Event description:
It was reported that the patient faced two infusion set issue leading to hyperglycemia on (B)(6) 2026. The blood glucose level was high and the patient got treated with bolus and manual injection.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.